Event description:
It was reported that the latch lock was not registering as locked. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device latch-lock sensor which was determined to be faulty. Additionally, the investigation identified downstream and upstream occlusion seal damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device latch lock sensor, dso and uso seals were replaced and the device passed all testing.